Event description:
It was reported that the pump battery was unresponsive, as the pump would not turn on when plugged into a power source. The customer's blood glucose (bg) was 602mg/dl which was treated with a manual injection. Additionally, the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.